Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The reporter stated after hearing the double beep, prior to contact with the skin, the pod needle and cannula deployed early, indicating a needle mechanism failure. As treatment a new pod was applied.

Manufacturer narrative:
The device was received for investigation with the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The download data showed that the pod completed both priming sequences with an expected number of pulses, ran for 2193 pulses and delivered several boluses before being deactivated by the user. The needle mechanism was reset and deployed properly. No damages or deficiencies were observed that would result in the needle deploying early.